Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence even when the device is activated. Patient services specialist provided activation and deactivation techniques. A visit to the physician for device evaluation was suggested. No additional information was reported.